Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: potential lot numbers involved: 60526578 and 60528307. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the seams of the top of the bags. This occurred prior to patient use. There was no patient involvement. No additional information is available.